Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of basket is not opening fully with a stone inside the basket.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during a stone removal procedure performed on (B)(6) 2024. During the procedure, the basket was not opening fully with a stone inside the basket. The stone was not too large, so the device was removed as is. The procedure was completed with this device. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.